Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a power on reset (por) code was seen. As a result of the por, the therapy had stopped. The por was not related to an overdischarge event. The patient spoke to the rep because she checked her implantable neurostimulator (ins) battery and it said por. The patient stated that it started this morning on the day of this report. The por screen was an informational por and the patient was able to successfully clear it. Troubleshooting resolved the reported issue.